Event description:
On (B)(6) 2014, the distributor contacted animas alleging that the pump had no power. The distributor stated that the screen was blank and there were no audible tones or vibrations. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the issue remained unresolved.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Manufacturer narrative:
Follow-up #1: date of submission 03/14/2014. Device evaluation: the device has been returned and evaluated by product analysis on 03/12/2014 with the following findings: . Returned battery cap is able to fully tighten. A power loss was not observed. Battery compartment crack observed below grip pad pump was exercised for 24 hours with no reboot, loss of power or call service alarms duplicated. Pump case was removed, evidence of moisture contamination inside pump. No por events observed in black box. Unrelated to the complaint, pump powers with returned battery cap to a dim discolored display.